Manufacturer narrative:
A software engineer reviewed the event and was determined to be consistent with a known software anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue was confirmed by the representative to be cause by the site running old software. The issue was resolved by updating the software. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure, it was reported that navigation was not connecting to the imaging system. The site aborted navigation with that system and used another medtronic navigation system to complete the case. There was a delay of 10 minutes and no reported impact to patient outcome.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.